Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was off by 7 minutes. Reportedly, the user did not update the pump time and left the time incorrect. There was no impact to the user's blood glucose level. Recommendation was made for the user to change the time.